Manufacturer narrative:
The devices are not expected to be returned for evaluation; it is believed they have been discarded. Lot number was not provided, therefore review of the manufacturing records could not be completed. Without return of the product, it is not possible to confirm any defects or damages, nor is it possible to determine what factors may have contributed to the report. No actions will be taken at this time.

Event description:
It was reported that during an attempt to insert a presep catheter, a new access site was needed. As reported, the presep catheter could not be advanced into the right internal jugular vein (rij) and the physician was unable to complete the insertion. The left internal jugular vein (lij) was then accessed but that catheter kinked as it was advanced over the wire. A non-edwards triple lumen cvc was used; there were no patient complications reported.